Event description:
It was reported that a patient presented in clinic. Device interrogation revealed loss of capture of the left ventricular lead and loss of capture and sensing of the atrial lead. Both leads had dislodged. On (B)(6) 2019, the lv lead was was explanted and replaced and the atrial lead was able to be repositioned. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.